Event description:
During (B)(6) meeting on (B)(6) 2013, a physician from (B)(6) approached the synthes display and presented an x-ray to a synthes product development engineer of a hindfoot arthrodesis nail. The x-ray showed the spiral blade had backed out. Reportedly it appeared to the product development engineer that the locking screw was missing. No further information is available. This report is for an unknown spiral blade. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.